Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. Customer's mother stated that the customer had received insulin flow blocked alarm in the meanwhile patient had been tested positive with covid-19 and the bg was on 19 mmol/l. The customer was not able to lower the blood glucose, went into diabetic ketoacidosis. It was stated that the customer was hospitalized